Manufacturer narrative:
Device history record (DHR) was reviewed and no discrepancies were found. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that surgical nurse noticed that a part of the instrument was missing during surgery, but she is not sure if the piece was undamaged before surgery. In the hospital they have done the post-op x-rays, but nothing was visible since the material of the product involved is not visible with x-rays. Additional information has been requested, but is not available at this time

Event description:
No change to previously reported event.

Manufacturer narrative:
A trend considering the following event is identified: fractured instrument event summary: it was reported that during surgery it was noticed that a piece of the trial head was missing. It remained unknown whether it broke prior or during use. The broken off piece could not be found and the location remains unknown. Review of received data no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the trial head has been returned for an investigation. It shows some signs of usage on the outer surface. Several scratches can be found over the complete outer surface. The inner surface shows light scratches over the complete surface as well, especially, on the inner surface of the flanks. One out of the six flanks has broken off and is missing. Conclusion summary it was reported that during surgery it was noticed that a piece of the trial head was missing. It remained unknown whether it broke prior or during use. Based on the returned product and the given information the complaint could be confirmed. Further, based on the distinct signs of usage, it can be assumed that the device has been used extensively. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The investigation results did not identify a non-conformance or a complaint out of box. The instrument has been manufactured in 2004 and might have been on the market for almost 15 years. Due to extensive usage and numerous cleaning and sterilization cycles over several years, a deterioration in function during long term use is most likely. Further, the application of a high force can lead to the fracture of a flank of the device. Therefore, based on the given information and the results of the investigation, the most likely root cause for the fracture of the instrument is an excessive use in combination with forces applied on the instrument. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).